Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and was not taking a charge. It was also noted that the pain areas were not covered by the stimulation. The patient underwent a revision procedure wherein a lead was added and the ipg was replaced. The patient was doing well post-operatively and the explanted ipg was not returned.